Event description:
The reporter stated the surgeon inserted a cc4204a collamer plate lens and the patient's capsule ruptured. The incision was enlarged, the lens was cut out of the eye and a vitrectomy was performed. A three piece lens was implanted.

Manufacturer narrative:
(B)(4). Evaluation method: work order search. Results: a visual inspection of the returned lens showed the lens was received in liquid and torn into pieces. A lens work order search was performed and there were no similar complaints found. Conclusion: (no conclusion can be drawn) - based on the complaint history, product evaluation and work order search, we were unable to determine a specific root cause of the event. (B)(4).

Manufacturer narrative:
Medical review - review of this file indicates that the patients posterior capsule collapsed after implantation of this iol. The iol was removed and replaced with a 3 piece lens, and vitrectomy was performed. Pc collapse is more commonly secondary to surgical manipulations performed by the surgeon during intraocular surgery however, it remains unclear whether the product caused or contributed to this event. Vitrectomy is consequently performed in the presence of a capsule tear where there is vitreous loss, to preclude any further injury.